Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side caused the no image during angulation. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found that bending angle in up direction did not meet the standard value due to wear of an angle wire. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the universal cord had scratches, a dent and a wrinkle; angulation lever did not move smoothly due to damage. Scratches were also found on the control unit, the scope cover, the switch box, the grip, the up/down plate, angulation lever, the insertion tube rotation ring, the suction connector and on the scope connector cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the up/down angle of the bronchovideoscope was down. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found due to damage on charged couple device (ccd) unit, the image disappeared during angulation in up/down directions. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.